Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 20-jun-2013 and the one (1) year warranty period has expired. Due to the age of the device and the fact there are no repairs available for the blade the customer elected to replace the glidescope gvl blade 4. The blade was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, four (4) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl blade 4, the image was fuzzy and would cut out. No delay in the procedure or use of a back-up device was reported. No harm to the patient was reported.